Event description:
It was reported that the instrument fractured. The surgical technique was utilized. There was no surgical delay. No foreign bodies were retained. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). Proposed component (annex g) code is mechanical (g04) - provisional bottom. Visual examination of the returned product found it to exhibit signs of repeated use and is fractured complaint was confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.